Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing (B)(4) units while caller expected (B)(4) units, and caller was currently experiencing this fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Caller confirmed completing steps to remove air, using room temperature insulin, not reusing or overfilling cartridge, and not being able to reload same cartridge, and declined to load new cartridge, choosing instead to continue using current cartridge and to follow up with technical support if necessary.